Event description:
Reported due to potential for injury: in 2006, a patient underwent a stenting procedure using the xceed stent. The stent was not used in the biliary tract, but was used off label in the superficial femoral artery. The stent was successfully deployed. However, as the inner catheter of the deployment device was being retrieved into the retrieval sheath over the cook roadnumber guide wire, the tip of the inner catheter broke off the main portion of the inner catheter. It was reported that the wire had become sticky and the technician used greater than normal force to pull the catheter backwards into the sheath. The tip remained partially inside of the retrieval sheath and was removed from the body without complication. There was no injury or adverse effect on the patient.